Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time.

Event description:
It was reported that a patient underwent a sling procedure in 2006 and developed a mesh erosion of mild intensity postoperatively. In 2007, the mesh was excised without further complications.